Event description:
It was reported that the patient experienced a loss of connection to the internal device, subsequent to sustaining a head trauma. There are plans to explant and reimplant the patient with another device device; however, it is yet to occur as of the date of this report.